Event description:
It was reported a st jude medical cardiac implantable electronic device(s) (cied) was involved with an adverse event of inappropriate defibrillation therapy due to improper preoperative interrogations. The patient experienced non-sustained ventricular tachycardia events during procedure. No further information was known about this event.